Manufacturer narrative:
(B)(4). Initial report date: (B)(6) 2015. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Physician reported sb3 capsule retained in patient's small bowel for approximately 3 weeks due to small bowel stenosis. Patient showed no symptoms associated with capsule being retained. Sb3 procedure was done on (B)(6) 2015 and capsule was surgically removed on (B)(6) 2015.